Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's daughter stated she received a questionable high result from coaguchek xs meter serial number (B)(4) and also had a power issue. The result from the patient's left hand was 4.2 inr. She did not believe this result and tested the patient's other hand within five minutes. The result from the patient's right hand was 2.4 inr. The result of 2.4 inr was reported and she was advised to make no changes to the medication. There was no allegation of an adverse event. The patient was not anemic or polycythemic, did not take heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. There were no changes to the coumadin dose for the last few months and no medication changes recently. The patient had no recent illness, dietary changes, no bleeding or bruising, and no symptoms of a high inr. The therapeutic range was 2-3 inr. The customer's daughter also stated about two months ago, the meter would not turn. She had to frequently change the batteries from week to week. The issue resolved and the meter is currently being used. There was no sign of an electrical shortage, no burning, melting, or smoking from device. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 207426) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and test strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.1 inr and 2.3 inr. Donor hct: 47% and 52%. Testing results: donor 1: master lot / customer strip and meter 2.1 inr/ 2.1 inr. Donor 2: master lot / customer strip and meter 2.3 inr/ 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.